Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a patient in 2004, (patient age, gender and weight are unknown). Three injections were performed, delivering a total of 7.8cc's of enteryx solution to the patient intramuscularly. According to the complainant, the patient experienced an onset of chest pain, dysphagia and odynophagia beginning on the day of the procedure. A CT scan performed the following month, revealed small pericadial effusion but no evidence of plueral effusion, pneumothorax or mediastinal air or fluid and no treatment was required. There was no evidence of esophagitis or esophageal perforation. A double contrast esophagram was performed four days later, and revealed marked mucosal irregularity of the distal esophagus with associated narrowing. The findings were difficult to intrepret, some views suggested a hiatal hernia with fibrosis. The patient reported the symptoms of chest pain, dysphagia and odynophagia were resolved by 2004. Reportedly, in 2005, the patient experienced chest pain of severe intensity and was treated with medication. Dilation was performed on this patient with a 12-20mm savary dilator. The patient has not experienced any weight loss.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product.